Event description:
((B)(4)). The dentist reported about the non-osseointegration of a dental implant cm titamax ex implant 3.75x9. She said that was not able to find the details about the surgery, but the pt presents osteoporosis, which was discovered only after the surgery.